Event description:
Note: boston scientific corporation became aware of the reported event through various legal documents; the events had not been previously reported to bsc. In a deposition dated jan 20, 2004, the physician stated "[w]e got to the one [polyp] at 28 [cm] where we fired off the erbe, [and] for some reason, there was a puff [of smoke], or it looked like a - just a more intense delivery of energy at the time when we were in the process of snaring the polyp off, and I noted... That it appeared to be different from my usual experience with using this piece of equipment." The patient was sent for x-rays following the procedure to determine if there was free air in the abdomen, which would indicate a perforation. The x-ray was negative, and the patient was discharged. The patient returned to the emergency room with abdominal pain, elevated white blood cell levels, and elevated body temperature (100 degrees fahrenheit) in 2002. The patient was admitted and diagnosed with a colonic perforation and peritonitis. The patient was discharged eleven days later. The patient's condition following discharge is unknown. According to the legal documents, the patient has sustained "...physical disability... [And] permanent disfigurement..."

Manufacturer narrative:
The complainant indicated that the device has been retained and will not be returned for evaluation. A device analysis will not be performed; therefore, the relationship between the device and the reported event is unknown.